Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter for evaluation. A visual inspection and functional tests were performed. The reported condition of a flo-gard infusion pump with a false air-in-line alarm was confirmed and duplicated during product evaluation. The device met specification for the reported problem. This condition was caused by a defective air sensor. The air sensor assembly was replaced and calibrated to correct this condition. A service history review was performed, revealing that the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a flo-gard infusion pump which experienced an air in line alarm during set-up in the intensive care unit. This alarm may have been a false air in line alarm. There was no patient involvement. No additional information is available at this time.